Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 24-mar-2015, a medtronic representative went to the site to test the equipment and found no x-ray or motion power. Replaced battery charger board 1 and 2, and motion battery charger; however, a low battery error was found during testing. On 2-apr-2015, the medtronic representative went back to the site and changed all the batteries; however, a low level battery error was found during testing. On 3-apr-2015, the medtronic representative went back to the site to re-test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The battery charger 1 (pcba) was returned to the manufacturer for analysis, and an electrical failure mode (leaky capacitors) was confirmed. All output voltages were within range during bench testing. Pcba was functional; however, pcba was warped to a degree which prevented further system testing. The battery charger 2 (pcba) was returned to the manufacturer for analysis, and an electrical failure mode (defective pcba) was confirmed. Battery charger 2 board failed functional bench test. Output h and sense voltage were measuring a higher voltage on the no load output (30.18v) and also on the min load output (30.18v). Sense voltage was measuring high on the output of (27.48v). The motor battery charger (pcba) was returned to the manufacturer for analysis, and an electrical failure mode (leaky capacitors) was found during testing. The board had a leaky cap. All output voltages were within range during bench testing. Pcba was functional; however, it was warped to a degree which prevented further system testing. The old batteries were not returned to the manufacturer. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system's batteries were down. No patient was present when this event occurred, so no patient demographics are applicable.